Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The investigation found that the device lost power when trying to run. The device was started with a cassette attached and restarted which is an issue with the circuit board. The customer reported product problem (alarms power loss while pump is on) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The circuit board was replaced to correct the reported product problem.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 30-sep-2020 via email attached in complaint object: found during testing ? No patient involvement.

Event description:
Information was received indicating that a smiths medical pump alarms power loss while pump is on. There were no reported adverse events.